Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced swelling over their pocket site and night sweats approximately seven weeks after a routine device exchange procedure. The patient experienced a hematoma at the implant site and the site was evacuated. The patient was later admitted due to increased swelling and reddish drainage at the site. Blood cultures taken showed gram-positive cocci and cultures of the pocket fluid showed propioni bacterium. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.